Manufacturer narrative:
Analysis: malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Balloon analysis: malfunction was reported. The ams800 balloon was visually inspected. There was a leak in the balloon shell that was the result of fatigue inside of scaling. The balloon was not functionally tested due to the leak. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. Pump analysis: malfunction was reported. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to the balloon leak. Additional product component: model number/catalog number; 72400024 and 72400098; serial number: null and null; batch/lot number 775198010 and 714652010; model/catalog description balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced inflation issues due to the duration of the device implant resulting in deterioration of the device with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 4.0 aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72400098, serial number: null and null, batch/lot number 775198010 and 714652010, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced inflation issues due to the duration of the device implant resulting in deterioration of the device with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 4.0 aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.